Manufacturer narrative:
Provided the event month. Therefore, processed b3. Date of event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. Case setup and mapping nominal for af procedure. When using qdot catheter in qmode+, the ablation would stop immediately after starting with the error "electrode - temperature slope too high". The catheter was disconnected and reconnected following the recommended connection sequence. After reconnecting, qmode was used at 50w and two lesions were delivered successfully. The third lesion was stopped due to the same error. A new cable was used and the issue persisted. A new catheter resolved the issue. When removing the defective catheter from the body, the physician noted that blood was present inside the catheter spring/ sensor area. The catheter was replaced. No patient consequence was reported. Additional information was received. The error was temp slope too high. The max temperature reached was not noted. Error occurred on both qmode+ (90w, 4s) and qmode (40w, 8s). There was no difficulty experienced while maneuvering the catheter or during the withdrawal. There was no physical damage to the catheter tip or handle. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-jun-2024 observed reddish material inside the pebax. Due to the reddish material inside the pebax, the device was inspected under a microscope, and it was found a hole on the pebax surface. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 21-jun-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-may-2024. The device evaluation was completed on 21-jun-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, microscopic inspection, temperature and impedance and patency test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material inside the pebax. Due to the reddish material inside the pebax, the device was inspected under a microscope, and it was found a hole on the pebax surface. Then, the temperature and impedance test was performed, and no temperature was displayed due to an open circuit on the tip area. Additionally, a patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed, and no internal action was found during the review. The temperature issue reported by the customer was confirmed due to the open circuit found on the tip area. Also, the reddish material inside the pebax could be related to the high temperature issue reported by the customer. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following directions for use that should be considered: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft sleeve (g04115) were selected as related to the customer¿s reported ¿temperature¿ issue and ¿blood was present inside the catheter spring/ sensor area¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿temperature¿ issue. Manufacturer¿s reference number: (B)(4).